Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced six infusion set cannula issue event on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. It was reported that infusion set type did not fully go in as cannula was too short. The event occured right after insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01, (B)(4), MDR 3003442380-2025-03874. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009974 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code steel cannula is too short or too long. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009974 was manufactured according to the wi version 98 manufactured in the line m14, on 09/nov/2024, with a total of (B)(4) units. Welding the lot 4k02949 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. The lot 4k02947 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. The lot 4k02940 was manufactured according to the wi version 34, machine ls06, ls07, with a total of (B)(4) units. Gluing connector the lot 4k02896 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02897 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02890 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02892 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02893 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02894 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02898 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02899 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code steel cannula is too short or too long and lot 6009974, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.